Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow. The service technician determined the grey removable foam adjustment was necessary. The foam was adjusted. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing.